Manufacturer narrative:
Cartridge change error was verified. Cartridge damage issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified as cartridge was not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to manual insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.